Event description:
A customer reported an issue with the abbott diabetes care (adc) application. The customer reported that they were unable monitor glucose due to account freezing issue with the librelink application. As a result, the customer experienced symptoms of hypoglycemia described as dizzy, not responsive, a loss of consciousness, and was unable to self-treat due to symptoms. The customer had contact with a non-healthcare professional (non-hcp) and a healthcare professional (hcp) who provided glucose gel as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. Section d. Suspected medical device and g4 - PMA/510(k) # has been populated for the freestyle librelink android application as this report concerns a UK customer. This is same/similar to us freestyle libre 2 android application part number 71857-01. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported sensor caused the app to be frozen. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the abbott diabetes care (adc) application. The customer reported that they were unable monitor glucose due to account freezing issue with the librelink application. As a result, the customer experienced symptoms of hypoglycemia described as dizzy, not responsive, a loss of consciousness, and was unable to self-treat due to symptoms. The customer had contact with a non-healthcare professional (non-hcp) and a healthcare professional (hcp) who provided glucose gel as treatment. There was no report of death or permanent impairment associated with this event.